Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead was not able to be seated deep enough in the vein to stay in place and it dislodged. The lead was not used and an epicardial lead was placed the next day. No patient complications have been reported as a result of this event.